Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The reported problem of 'constant downstream occlusion alarms' was found in the event history log (ehl) review as 'downstream occlusion!' Messages; it is uncertain if these events were false positive or true positives; the allegation was not reproduced during evaluation. Evaluation observed no issues upon running an infusion for 15 minutes. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The device was found to operate within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion alarm. There was no patient involvement. No additional information is available.